Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended, but still thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The reported observation of generator unavailable was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. This can occur due to the device being exposed to a high energy field, but the issue may not appear until the device is queried, and it performs a data check. Once the data check occurs and a fault is detected the device will enter the service application state. This conclusion is based on the information provided, the data pulled from the device, and the patient reporting not having a procedure on (B)(6) 2024, which is the date the device stopped providing stimulation.

Event description:
Additional information was received stating the patient was able to reconnect to their ipg after surgery. The ipg died sometime thereafter.